Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, regarding the repot of " the light socket is flashing and won't stop, is due to front panel control failure. We assume that this is caused by a failure of the connector. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device."

Event description:
The customer reported that during preparation the light socket on the unit¿s front panel would not stop flashing. There was no patient involvement.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ the light socket is flashing and won't stop¿¿ was confirmed due to a front panel control failure. A faulty scope socket was noted on the scope. A non-olympus lamp was observed to be over 500 hours. In addition, the scope was equipped with a new type switch. The cause of the physical damage to the unit cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.